Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that an associate at the facility was having difficulties inserting and removing the backflush from the trocar. No patient details have been provided to date. Additional information and product sample have been requested.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. No sample has been returned for evaluation for evaluation; therefore, the condition of the product could not be verified. A sample was not returned and no lot information is available; therefore, the root cause for the reported event cannot be determined. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).